Event description:
The customer reported being hospitalized for three days due to high blood glucose and diabetes ketoacidosis. The blood glucose reading at time of call was 426mg/dl. The caller mentioned having an appointment with her doctor to discuss her current basal rates. The customer stated that she attempted to read her blood glucose and had used three different blood glucose meters, but they are giving her different readings. Advised the customer to call back if any further assistance is needed. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.